Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use. During preparation, a dark image occurred and when flushing was performed, air had ingressed. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use. During preparation, a dark image occurred and when flushing was performed, air had ingressed. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case, the device was not returned for product analysis; therefore, limiting the identification of a most probable cause to the reported event. Improper handling, device manipulation, or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there are no additional details pertinent to the event. Regarding the impact code problem identified before clinical use/exposure according to the event description, the event may have been caused by a possible device malfunction that resulted in the reported issues. Therefore, cause not established is assigned as the as analyzed cause code to the reported impact code.